Event description:
Additional information was received from the patient. They reported that the cause of the device not responding was possibly the surgery. They could not turn it off before the surgery and could not reach a rep for weeks prior to ask for assistance. The surgical team had to proceed. They placed cauterization pad of their left side to try not to interact with the device. To resolve the issue, they could not reach the rep. They had to proceed. It was disconnected during surgery. They called and received help to get it back in connection. They plan to call to restart if needed after the scan. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy had been working for their bladder, but they'd had an ostomy surgery two weeks ago and since then the therapy no longer seemed to work to help their symptoms/their bladder wasn't responding to the therapy like it had been prior to the surgery. The patient stated before the surgery, they'd tried to turn the therapy off however they hadn't been able to figure out how to turn it off. The patient stated the surgeon was a different surgeon than their implanting health care provider (hcp) and that the surgeon had been worried because they needed to use cauterization, but the patient was never able to turn the therapy off and the procedure happened with the therapy turned on. The patient stated they'd been trying to reach medtronic representative (B)(6), for a month now but they were never able to get a hold of them. The patient stated they kept getting device not responding on their handset. Patient services reviewed the role of the rep with the patient and redirected them to follow up with their managing health care provider (hcp) about their concerns but offered to assist the patient in connecting to their settings. It was discovered when reviewing the external devices that the patient had been trying to connect in the micro application and they also hadn't been placing the communicator in the right location. Once the patient entered the interstim x mytherapy application and placed the communicator over the ins site, they were able to connect and saw the therapy was on at 0.5 ma. The external devices were functioning as intended. Therapy expectations and programming considerations were reviewed with the patient. The patient was going to try increasing their stimulation and monitoring their symptoms to see how they responded. The caller stated if they still felt like the therapy wasn't helping, they'd reach out to their hcp to check the implanted system.